Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. Damages like the bend distal part of the lead and the deformed fixation helix most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this lead was revised due to high threshold post implant. There was a pericardial effusion diagnosed on echo, patient had chest pain. Effusion was resolved without treatment. Unknown if the effusion was from implant or extraction of the lead that occurred on the same day.